Event description:
Caller reported damage to the pump housing and usb port, which affected the structural integrity but did not impact the customer's ability to charge the pump. Customer was unsure how the damage occurred, attributing it to normal wear and tear. There was no adverse impact to the customer's blood glucose level. Tandem technical support had already sent a replacement pump due to a separate button issue, addressing this damage concern in the process. Caller will use a backup insulin pump.